Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) patient developed a pneumothorax post-implantation. The patient was admitted complaining of shortness of breath.